Manufacturer narrative:
Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10205203. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product device is expected to be returned thus additional information will be submitted within 30 days of receipt. This is one of two products involved with the product malfunctions occurred during the same procedure in which associated manufacturer report numbers are 1058196-2013-00174 and 1058196-2013-00175.

Event description:
During the pcom aneurysm coiling procedure, physician faced the difficulty while inserting the 28 mm enterprise stent though the hub of the prowler select plus micro catheter. And while retrieving the stent, it got deployed in the hub of the micro catheter. The deployed stent was successfully retrieved from the hub of the mc. There was no difficulty experienced while retrieving enterprise system- delivery wire. There was no additional intervention required. There were no damages noted to the device after removal. The system was removed through the mc while leaving mc at the target site. Another 37 mm stent was chosen for further procedure that also got stuck in the hub of the same micro catheter. So the whole assembly was removed and the case was abandoned. No damages such as premature deployment noted to the enterprise system after it got stuck into the mc and removal from the patient as the stent was in the mc and full assembly was removed. No attempt made to retrieve the stent out of the mc. There was no additional intervention required during removal of second attempt too. No damages noted to the 2nd prowler mc after removal. The team did not check of there was any flow reduction/restriction as a result. No additional information is available to date. No kinks or other damages noted to the mc prior to use. Nothing unusual/damages noted to both enterprise systems prior to use. An adequate continuous flush was maintained at all times. The introducer was fully seated and secured in the catheter hub during introduction of both devices into catheter. The device did not move out forward out of the introducer during insertion into y-connector or hub as the doctor was holding it tight. No serious injury noted to the patient.

Manufacturer narrative:
There was difficulty inserting the 28mm enterprise through the hub of the prowler select plus microcatheter. While retrieving the enterprise, the stent deployed in the hub of the prowler. Another 37mm stent was used and it also got stuck in the hub of the microcatheter so the whole assembly was removed and the case was abandoned. There was no kink or other damage noted on the prowler mc prior to use during prep and there was no damage noted to either enterprise system prior to use. An adequate continuous flush was maintained at all times during the procedure. The introducer was fully seated and secured in the catheter hub during introduction of both devices. The delivery wire of the first stent was able to be removed without difficulty and the stent was removed from the hub of the microcatheter without requiring any additional intervention. There were no damages noted to the stent system. The second stent was in the mc and the full assembly was removed without any additional intervention required for removal. The stent was not visualized after removal as it was removed with the mc. There were no damages noted on the mc after removal. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10205203. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non-sterile enterprise was received coiled in a plastic bag; the unit was received inside a prowler select plus microcatheter. Based on this, this device is identified as the second enterprise vrd used during the procedure. The enterprise was inspected and no damages/anomalies were found. Kinked and flattened areas of damage were found all along the microcatheter. No damages were noted on the hub. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The microcatheter was inspected under microscope and the compressed sections found on the visual analysis were confirmed. The ID from the microcatheter was measured and was found within specification. The stent and delivery wire coil tip were observed under microscope magnification and no anomalies/damages were found. The stent was found stuck in the microcatheter. It was removed using a guidewire; however the stent could not be restored to its original position (inside the introducer tube, mounted on the enterprise delivery wire). Functional testing was performed with attempt to advance the returned enterprise through the returned microcatheter without success. The enterprise got stuck on a kink of the microcatheter near proximal end. The delivery wire, without the stent, was advanced without any issues through a lab sample microcatheter. A 0.018¿ a guide wire lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip; resistance/friction was felt when the guide wire was pass through of the compressed sections found on the microcatheter. After that the microcatheter was flushed again and a lab sample enterprise was introduced into the microcatheter but it can pass through of the device due to the compressed section found on the microcatheter. The reported inability to introduce the enterprise system through the microcatheter was confirmed. The enterprise was found stuck within the microcatheter and with analysis was unable to be advanced through the microcatheter due to the kinked condition of the microcatheter. If any of the kinked/flattened areas were present on the microcatheter during procedural use, this would have contributed to the inability to insert the enterprise. It was reported that no damages were noted on the microcatheter after removal; therefore a definitive conclusion regarding the event cannot be determined. However, if the kinks were present and not noted they would have caused the reported difficulty. The ID of the microcatheter was within specification. Review of the analysis and device history records review indicates that the device did not present with any manufacturing defect or anomaly contributing to the reported event. It is possible that procedural factors or handling may have contributed with the reported condition. The records indicated that the product met specification prior to shipment and inspections are in place to prevent devices with damages from leaving the facility; therefore no corrective action will be taken at this time. This is one of two products involved with the product malfunctions occurred during the same procedure in which associated manufacturer report numbers are 1058196-2013-00174 and 1058196-2013-00175.